Event description:
Product was returned as an implant failure after 1 month. Based on the report, the patient had a medical history of hypertension, oral hygiene was described as moderate, and bone condition was described as moderate. Surgery was one stage on tooth #4. The doctor indicated that the device was not received damaged or defective such that it did not perform as intended, and that the implant was removed due to the patient's bone condition and infection.

Manufacturer narrative:
Based on inspection and test results, the returned product has been found to be within specifications. Patient's bone condition and medical history of hypertension may have contributed to the device's failure to osseointegrate.